Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to increase the amplitude to perception. Surgical intervention will be taken at a later date to address the issue. Reportedly, the patient has competitor¿s leads. The patient received two sjm adapters with a same lot number.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 wherein the competitor¿s leads and sjm adapters were explanted and replaced with sjm leads.

Event description:
Additional information received identified effective therapy was restored postoperatively.